Event description:
The customer reported that their device failed to deliver defibrillation energy during testing. When the device failed, it also logged multiple event codes. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was also observed that the device would lose power as well when charging the defibrillation therapy. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The reported failure was duplicated during testing, however further testing could not isolate the cause of the reported failure. The cause of the reported failure could not be determined.